Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.